Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing (pptwos). A unspecified capture issue was also noted. Programming changes were recommended but not yet completed. There were no patient consequences.